Event description:
The user facility reported that during a patient procedure their hexavue ip custom room rack lost video signal. The procedure was completed successfully following a short delay. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the decoder box to the rack had lost power. To resolve the issue, the technician replaced the decoder box. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.